Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of high blood glucose of 648mg/dl. The customer had symptoms such as feeling shaky and vomiting and has not treated yet. Customer indicated that they will treat with syringes and will also call emergency services to the home for assistance as the blood glucose is not coming down. Customer previously called for troubleshooting which was completed except for the high pressure test. Customer indicated that they will call back once emergency services stabilize the blood glucose to complete troubleshooting.